Event description:
Customer called (B)(6) 2011 to report a fluid spill in the centrifuge. Customer was unable to remove the diffuser for cleaning. No pt or operator injury was reported

Manufacturer narrative:
Customer called (B)(6) 2011 to report a fluid spill in the centrifuge. Customer was unable to remove the diffuser for cleaning. No pt or operator injury was reported. Issue was confirmed by the field service engineer (fse). Root cause cannot be determined as fse did not initiate a root cause investigation and no part has been returned for evaluation. The unit is no longer in at this center for service.